Manufacturer narrative:
Device evaluation: the stent was not returned with the device. The balloon folds were not open and crimp impressions were visible on the balloon. The distal tip was damaged. The device was kinked in multiple places along the hypotube. The distal shaft was kinked approximately 7.5cm distal to the exchange joint. There was no other damage visible to the device .

Manufacturer narrative:
Patient presented with a stemi. Patient medical history of a prior anterior stemi and had a previously implanted stent in the lad. Distal to the stent the mid lad lesion exhibited 90% stenosis. During attempted delivery of the resolute integrity stent, the device would not pass the proximal segment. Physician was not ¿aggressive¿ on the delivery system. The device was pulled back and the guide catheter remained in position. Another wire was then put down to get more support but the wire could not get through. The guide still remained engaged but the resolute integrity device could not cross. The resolute integrity device was pulled back again and the stent was noted to be missing from the balloon at this point. The patient exhibited no symptoms or adverse events. The guide catheter and sheath were flushed but the stent was not located there. Fluoro was performed on the guide catheter and on the patient but the stent was not located. A second cardiologist was consulted who could not see the stent in the patient either. The physician commented that based on their experience, it would be obvious to see a stent in the body, given the undeployed nature of the stent. Procedural image review: the proximal and mid-lad have severe stenosis. The av cx also has severe disease. The cx vessel was treated with pre-dilatation and then 2 stents to give a good result. The lad was dilated mid-vessel, and then it appeared the same relatively short balloon was used to pre-dilate the proximal lad. It did not appear that the lesion ¿full released¿. No images showing the attempted delivery of the rsint25012ux stent into the lad. No images of the second attempt to deliver the stent, post-delivery of a buddy wire, were observed on the images. No images were provided showing the dislodged stent. The location of the dislodged stent cannot be determined from the images provided.

Manufacturer narrative:
Additional information received clarified notify date - ref b4 2 stents were in place and placement of a 3rd stent was being attempted when the event occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in the lad. The device was removed from packaging as per IFU and inspected with no issues noted. The target lesion exhibited moderate calcification, moderate tortuosity and 50% stenosis. Lesion pre-dilation was performed. It was reported that the stent became detached from the delivery system. It is unknown if this occurred in-vivo or in-vitro. CT scan was reported to have been carried out to locate the stent but results were negative. The stent was not located outside of the patient either. No clinical sequelae were reported.